Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the front of the bd nexiva¿ closed IV catheter system was abnormally shaped. The following information was provided by the initial reporter, translated from chinese: "normally, when the patient is punctured, the steel needle enters the skin but the hose fails to enter the skin, and the resistance is very large, causing the puncture to be unsuccessful. The inspection found that the front section of the hose was abnormal and had burrs."

Event description:
It was reported that the front of the bd nexiva¿ closed IV catheter system was abnormally shaped. The following information was provided by the initial reporter, translated from chinese: "normally, when the patient is punctured, the steel needle enters the skin but the hose fails to enter the skin, and the resistance is very large, causing the puncture to be unsuccessful. The inspection found that the front section of the hose was abnormal and had burrs."

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383511 and lot number 2045799. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.